Event description:
Follow up information received reported that the cause of the event was a motor vehicle accident. Impedance measurements showed >4000 ohms on electrode #3. The patient then had surgery to replace the lead. When the new lead was connected to the existing implantable neurostimulator (ins), impedance measurements of >4000 ohms was seen on all electrodes. It was unclear if this was due to some type of connection issue. The existing ins was then replaced. It was reported that no hospitalization was required for the event. The patient outcome was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v299391, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient tried to increase their stimulation "two times the normal rate," and had tried all four groups, but did not feel stimulation. It was stated the patient was rearended on (B)(6) 2012, and felt the stimulation "surging" every few seconds. The patient turned the stimulation off for about 15 seconds, then turned it back on, and "it felt like it was back to normal." The patient had "a lot of pain in her tailbone" and soreness after the accident and may not have noticed the loss of stimulation until now. Nothing appeared to be broken on x-ray. The patient also had botox injections in her urethra and bladder 6 days prior to the accident. The patient "noticed that her bladder hurts and the urgency has picked up" for the last 2-3 days prior to report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.